Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(6) by zimmer biomet japan on 25 march 2020 revealed that there was no abnormality with the device. Repair of the device was not performed because zimmer biomet japan could not find a problem with the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A complaint history review was not completed as this is a limited investigation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the device was in need of repair for being unable to properly mesh. The cause was that the cutter blade was malfunctioning. Event occurred during surgery. No adverse events were reported as a result of this malfunction.